Event description:
It was reported that when placing the catheter (7717305) in this patient, the operator trimmed the catheter and connected it with the metal grip on the winged part of the connector, but it was easily detached with a gentle pull. The same problem occurred after three consecutive replacements of the connector. Eventually, a 4f connector was used and firm engagement was achieved. This report addresses the third of three connectors used.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refn0834 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (refn0834) have been reported from the same facility in (B)(6).

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that when placing the catheter (7717305) in this patient, the operator trimmed the catheter and connected it with the metal grip on the winged part of the connector, but it was easily detached with a gentle pull. The same problem occurred after three consecutive replacements of the connector. Eventually, a 4f connector was used and firm engagement was achieved.this report addresses the third of three connectors used.